Manufacturer narrative:
The scoring element detached from the distal bond, but remained intact at the intermediate bond. Recurrence of the malfunction could result in a mild vessel injury (non-flow limiting dissection). No patient injury reported. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. The angiosculpt device was returned for evaluation. Visual examination found the scoring element detached from the damaged distal bond, but remained intact at the intermediate bond. The transition tubing was damaged and stretched. Per the IFU, retained device component and arterial dissection are listed as a possible adverse effects of the procedure.

Event description:
After device was removed from patient, the nitinol wires were found to have separated from the catheter.